Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During the procedure, 7,000 units of heparin were administered immediately post transeptal puncture. The 27mm closure device was deployed and upon deployment, an immediate strand of thrombus was noted on transesophageal echocardiography (tee). Aspiration was unsuccessful, and the closure device was recaptured and taken out of the patient's body. The thrombus was also noted on the was sheath. The was sheath was removed from patient's body as well. The patient is fully recovered. No further information was provided at the time of this report.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During the procedure, 7,000 units of heparin were administered immediately post transeptal puncture. The 27mm closure device was deployed and upon deployment, an immediate strand of thrombus was noted on transesophageal echocardiography (tee). Aspiration was unsuccessful, and the closure device was recaptured and taken out of the patient's body. The thrombus was also noted on the was sheath. The was sheath was removed from patient's body as well. The patient is fully recovered. No further information was provided at the time of this report.